Manufacturer narrative:
The field service engineer replaced a system gear pump head and performed system adjustments and maintenance. After service, he performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 - compensated method for serum and plasma results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was reported outside the laboratory. The physician requested the patient to be collected again at a different site. The patient's result at a different site recovered lower, and the customer repeated the original sample for confirmation. On (B)(6) 2020, the patient's initial creatinine result was 4.27 mg/dl. The patient's creatinine result at a different laboratory was 0.65 mg/dl. The collection and the testing date was requested but not provided. On 21-oct-2020, the patient's repeat result with the original sample was 0.81 mg/dl. The repeat results were determined correct by the customer. Creatinine reagent lot number was 476244 with an expiration date of 31-jan-2021.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc data and determined the results were acceptable. Based on the available data, a general reagent issue could be excluded. After service, no further customer complaints were reported. The investigation determined the service actions resolved the issue.